Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had diminished battery life, rejected new battery, insulin was squirting during priming, buttons less responsive, the buttons were harder to press, and they received random no delivery alarms. Customer's blood glucose level was not reported. The device was not returned.